Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during third inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.